Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced diabetic ketoacidosis (dka) and an elevated blood glucose (bg) level of 615 mg/dl, and was addressed with a bolus, via the pump. The customer was admitted to the emergency room (ER) and subsequently hospitalized. An intravenous (IV) of insulin, fluids, and potassium was administered to address bg level. During troubleshooting with tandem's technical support (cts), an infusion set kinked cannula was noted. Multiple attempts were made by tandem¿s technical support (cts) to obtain additional information (including infusion set information); however, no additional information regarding this event was provided.